Event description:
The customer reported the ventilator is alarming safety valve open. The ventilator was removed from the patient and replaced with a different unit. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pending patient information. A follow up report will be submitted once the investigation is complete.